Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that, "surgeon was attempting to use the trial and trial handle to manipulate the spine from an anterior approach. Once the trial was fully seated between the endplates he then tried to rotate the trial to bilaterally distract the disc-space. At this point the trial handle tip broke and the trial was stuck in the disc space. The trials are broken because the tips broke into the insertion hole."